Event description:
Tubing cracked between needle and hub, causing blood back up and leaking of blood/ IV fluid from cracked site. This is causing an open exposure to a central vein, and creating a potential chemo therapy spill. FDA safety report ID # (B)(4).